Manufacturer narrative:
H10/11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2023-20244. The investigation will be documented under MFR report number 2518422-2023-20244. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal:(B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a 110b ((cbit) check vent: proximal pressure sensor auto zero failed) error code. It was unknown how the issue was found. No patient or user harm reported. The service engineer (se) reported that the customer's v60 ventilator had a 110b ((cbit) check vent: proximal pressure sensor auto zero failed) error code. It was noted that the solenoid valves would be replaced.